Event description:
The patient developed a subcutaneous infection. The electrode and ins were explanted. The patient was treated with antibiotic therapy. The event resolved; the patient fully recovered.